Event description:
A technician reported a pt with an undercorrection in the right eye following refractive surgery. Upon review of the pt information provided, it was noted the left eye also exhibited an undercorrection. This report is for the left eye, the right eye is being reported on manufacturer report #3003288808-2012-00078. At 9 months post-op, the pt's manifest refraction in the left eye was -1.25 - 1.50 x 012 and ucva was 20/80.

Manufacturer narrative:
A review of this system's service history shows the laser was verified successfully prior to the reported event and after the reported event. A logfile review from the date of this event showed this pt's treatment for the left eye was completed to 100% without any user or system induced issues or interruptions. All laser system functions were within specifications throughout the cause. A root cause has not been identified, as the system was operating within specifications. (B)(4).